Event description:
Customer reported that when running a chemistry panel on pt samples using the device, two glucose results were elevated. Customer re-ran the samples and results were produced that were approx 1/2 of the original value. All other analytes measured in the repeated chemistry panel were the same or near the original results. Spurious instrument codes were seen on the reports of the elevated results. No injury or treatment was attributed to the elevated glucose results.